Event description:
A surgeon reported air entered the eye "as a flow" when infusion was available during a combined procedure. The phacoemulsification was stopped at the time of irrigation/aspiration, the air was aspired and the intraocular lens (iol) was implanted at the end of the surgery due to the high pressure in the posterior chamber. The cassette was replaced and the procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample has been rec'd, but has not yet been evaluated. Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).